Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) osseotite® tapered certain® implant 3.25 x 11.5mm (xifnt3211) was returned for investigation. Visual evaluation of the as returned product identified bone and blood tissue on the implant. No apparent malfunction identified. Signs of use. Abutment was detached and implant measurement was taken. Product matched print specification where measured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type I). The reported device was located on tooth # 10 and was used for approximately 1 month, and 1 day. The customer did not provide any pictures or x-rays. DHR review was completed for the subject lot numbers (2017090802). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Sterilization records were reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot numbers (2017090802) for similar event and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (medical pain) or product (xifnt3211). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. Definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause for the event is use of an implant with expired sterile packaging. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: g7: checked "follow-up".

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that implant was removed due to severe pain after implant placement. Tooth location 10.